Event description:
Cardiologist was attempting to perform a rt. Ventricular biopsy via the rt. Internal jugular vein approach upon inserting the guidewire wasn't in proper position upon attempting to remove the wire the wire failed and came apart inside the jugular vein. Surgeon called to assist cardiologist in removing the wire. This was done using a percutaneous stick via the rt. Femoral vein. The rt. Femoral access was needed to complete the biopsy whether there had been equipment failure or not.